Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal iq suspended insulin for 12 hours when bg was at 400 mg/dl. Subsequently, bg elevated (700 mg/dl) and ketone level was large. Customer resumed insulin delivery and a correction bolus was delivered to address bg. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.